Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited over-sensing of short v-v intervals, cross-talk and non-capture. It was also noted there was a rise in thresholds, leading to high thresholds. The rv his bundle lead was capped and replaced. No patient complications have been reported as a result of this event.